Event description:
It was reported that during replacement surgery, impedances readings were >40000 ohms. The hcp noticed that the extensions were nicked after removing the old battery. New extensions were then used to replace these, but impedances were still all >40000. Problem solving was done and the hcp indicated that since the leads were buried too deep, they would not change the "lami" lead today. Pre-op impedances were around 3000 ohms. The hcp planned to continue problem solving post-op if impedance reading remained high. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).